Manufacturer narrative:
Device remains implanted. If additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that a new 11mm hoffmann 3 rods splintered when clamps were tightened on. Surgeon kept them implanted.

Event description:
It was reported that a new 11mm hoffmann 3 rods splintered when clamps were tightened on. Surgeon kept them implanted.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The current op tech and bio mechanic lab reports were reviewed showing this device is a single use device and can support 50 cycles at minimum before breakage in normal conditions of use, therefore, indications for any material, manufacturing or design related problems could be excluded and this case could be classified as user related. If any further information is provided, the investigation report will be updated.